Event description:
Caller reported an issue with the continuous glucose monitor (cgm) displaying error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support guided the caller through a pump reset, which resolved the issue, and the caller successfully started a new sensor session.